Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Ppf alleges component fracture, dislocation with closed reduction and infection. There is no revision reported at this time. Doi: (B)(6) 2011; dor: not reported; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.